Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The total volume equaled 4500ml, the therapy time equaled 8 hours, the fill volume (fv) equaled 550ml, the last fill volume (lfv) equaled 500ml, the dextrose was set to different, and the cycles was set to seven. The initial drain volume was 641ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.